Event description:
A pocket infection was reported. The pump was explanted and would be replaced in the future. The patient¿s status at the time of the report was alive with no injury. The medication infused was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was later reported that the pump was explanted on (B)(6) 2014.